Manufacturer narrative:
The pump passed rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, and displacement test. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. Successfully downloaded history files and traces using thump. Perform the history review 2 days from the event date (B)(6)2025 in the pump history file and found no "no delivery alarms". The following were noted during visual inspection: minor scratched display window, scratched case, cracked battery tube threads, cracked case at battery tube side, pillowing keypad overlay, cracked keypad overlay at select button, and scratched keypad overlay. Pump was cut open to perform visual inspection and found evidence of moisture damage on the pcba 1 and pcba 2. No damage noted on the force sensor and motor. Force sensor zero offset within specification 24.0 mv. The test p-cap and reservoir locked properly into reservoir compartment during testing. Delivery anomaly-no delivery/occlusion alarm not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced an insulin flow blocked alarm. The customer reported no adverse event. The event involved product(s) unomedical, unk_reservoir, mmt-1715kl. Troubleshooting was initiated for the insulin flow blocked alarm, and it was identified that the issue was a past event. No harm requiring medical intervention was reported. No product return is required for unomedical, unk_reservoir, mmt-1715kl.